Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Physician reported left side rupture of the left device and capsular contracture baker grade IV, diagnosed by palpitation. Device has been explanted and replaced with a non-allergan device.

Event description:
Physician reported left side rupture of the left device and capsular contracture, baker grade IV, diagnosed by palpation. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed non penetrating nicks on the device.

Event description:
Physician reported left side rupture of the left device and capsular contracture baker grade IV, diagnosed by palpitation. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.